Event description:
Reported via patient call center it was reported that a cerebral vascular accident occurred. On (B)(6) 2025, a 20mm watchman flx pro laa closure device was implanted. The patient went in for a routine 45-day follow up on (B)(6) 2025, and transesophageal echocardiography (tee) imaging was completed. The patient then continued on a pradaxa and plavix combination. The patient spoke with the nurse for the surgeon on (B)(6) 2026, and reported the nurse advised discontinuing taking the pradaxa and plavix combination. The patient suffered a stroke on (B)(6) 2026 and was hospitalized for two weeks. The patient was then prescribed pradaxa and 81mg aspirin. There were no further complications reported.